Event description:
It was reported that after opening, the head end of the balloon dilation catheter was found to be damaged. Per follow up information received via ibc on (B)(6) 2024, stated that the dealer reported that the head end is broken, and the body has been mailed.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation noted the sample was received in the product tray within a ziploc back marked with a biohazard label and sterilized by eo sterilization. Inside of the bag the catheter was packaged within it's formed tray and inside the pouch with the identification label on the front. The outer label reads bard x-force balloon dilation catheter, part number 998706, lot number bmjnfm02. The balloon hub reads 7mm x 6cm/ 30atm and the wire hub reads 0.038 (0.97mm) wire. The catheter was still folded with the guard and refold tool still present. The sample was evaluated in the engineering lab. Visual inspection was completed of the device upon receipt, and in review, there was no visual damage or breakage found on the balloon, or the balloon tip. In addition, a visual inspection of the outer shaft, the balloon hub, wire hub or the y-connector. Functional: upon completion of the visual inspection, functional testing was completed with the use of a 0.038" guidewire. It was confirmed that the 0.038 guidewire passed freely through the hub and the shaft of the catheter. No resistance was felt upon insertion of the guidewire. Then using the balloon hub, the catheter was inflated using di water and inflation device. The balloon was inflated to 8 atms and evaluated. During this evaluation, there were no leaks observed and no deformation of the balloon or balloon tip. The balloon was then pressurized to 30atms and no leaks, deformation or irregularities were observed in the balloon. The hubs were also inspected during pressurization and there were no deformities or leaks discovered in the hubs of the catheter. The balloon was then deflated using vacuum in the inflation device. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that after opening, the head end of the balloon dilation catheter was found to be damaged.